Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead was found with an insulation breach. The rv lead was capped and replaced. The patient was stable throughout procedure.